Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead. Patient also reported feeling "weird" sensation when the pacemaker fires, and feeling pain under the shoulder. No patient complications have been reported as a result of this event.